Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had leaking helium.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d10,e3,h6(clinical & impact).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had leaking helium. There was no patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a biomedical engineer , the cardiosave intra-aortic balloon pump (iabp) unit had leaking helium. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse replaced helium gauge, 1.5", bracket, helium gauge support, tubing assy., helium .005 ID. (Still leaking 95psi in 5 minutes)1-19-24: replaced helium gauge, 1.5", bracket. Tubing assy., helium .005 ID., vhb adhesive, gauge.1-29-24: replaced transducer high pressure 3500 psig, replaced o-ring nitrile 3-904-n75, replaced regulator, high pressure helium. Return to clinical service. There was no patient involved. The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of a helium leak. The fat performed a visual inspection and found to have damage where the solenoid screws in. Please see attachment. The rest of the parts were in good condition. The fat installed pn in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. Confirmed helium leak. The fat installed pn in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. No failure confirmed. The fat installed pn 0004-00-0103-03 in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. No failure confirmed. The fat installed pn in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number rev. Aq.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,d5,e1(name),e2,e3,e4,g2.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had leaking helium. There was no patient involvement.